Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired after an implant duration of approximately 2 months. The cause of death was not reported. It is unknown if the death was device related. No further details were reported.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, a copy of the patient's expiration summary was received. According to the report, patient was admitted on (B)(6) 2010 to the ICU. It was very evident early on the patient would unlikely be discharged from the ICU or the hospital. She presented hypotensive and was thought to have sepsis syndrome, which she did. Antibiotics were started. She ultimately had to be intubated due to respiratory distress. She had required pressors throughout here hospital stay. However, despite aggressive measures, she became more and more acidotic. She had become very tachycardic and then had nonconducting t waves on the day of discharge. She had significant color changes and increasing lactic acid levels. On the day of death, the patient's family decided to make the patient a code level 3. She expired within 2 hours of extubation. The cause of death was listed as: acute respiratory failure secondary to pneumonia and congestive heart failure (acute diastolic); methicillin-resistant staphylococcus aureus pneumonia; acute renal failure; hypernatremia; sacral decubitus ulcers; atrial fibrillation with heart block; severe protein calorie malnutrition. Furthermore, it has been noted by the surgeon that the edwards device did not cause or contribute to the patient's death.